Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. It has been reported that there was a difference in readings of 5-6 points. Patient data was present, however no calibrations to confirm the reported inaccuracy were present within the investigation window. The allegation could not be determined. Inaccuracy allegations are confirmed by comparing an entered meter calibration to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Due to the lack of visibility to meter values not entered as calibrations, inaccuracy allegations cannot be disconfirmed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).